Event description:
The device did not meet a performance spec while being set up for a pt. The pt circuit calibration mean airway pressure (map) would not go above 6 cm h2o. The specification is 39 to 43 cm h2o. The pt was not compromised at all.